Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery and lcd screen. The internal battery and lcd screen were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. During the investigation the root cause of the lcd screen failing was due to electrostatic discharge.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's lcd screen was observed and the internal battery failed to charge. The device's lcd screen and internal battery were replaced to address the issues.